Event description:
It was reported that a faradrive steerable sheath during procedure presented a visible clot that was flushed out on the back table, also the sheath was unable to be aspirated. A non-bsc device was in the left atrium, mapping through faradrive sheath. This device was removed from the catheter and attempted to be exchanged for ablation catheter. During aspiration the sheath would not allow blood to be pulled back in syringe. Sheath exchanged for a non-bsc device and flushed on the back table. Clot flowed out onto the table and was visibly seen. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The sheath was disposed so it won't be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.